Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not deliver shock therapy when desired for a ventricular tachycardia (vt) episode resulting in a delay in therapy for 44 seconds. The patient was hospitalized for further review. Review of the stored episode noted that the qrs was narrow compared to the stored template qrs and resulted in the device making a no therapy decision. The morphology gradually changed and became wider and met detection criteria, however, broke on its own prior to delivery of shock therapy. Boston scientific technical services (ts) discussed the option of lowering the shock therapy zone to treat this rhythm in the future. This product remains implanted and in service. No additional adverse patient effects were reported.